Manufacturer narrative:
Date of the event is estimated. It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient quit charging their ipg years ago due to therapy not providing relief. Surgical intervention took place in which the ipg was explanted. The lead was left implanted.